Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced mild recurring incontinence. A surgical procedure was performed in which the balloon was removed and replaced. During the procedure a kink was noticed in the tubing and the balloon had migrated to the lower abdomen. Cystoscopy was performed to ensure coaptation. The procedure was successful and the patient was expected to fully recover.